Event description:
Patient reported when she woke up, she felt sick and noticed the pump was without function. Patient stated she changed the battery and tested her blood glucose level at 457 mg/dl; was able to self-treat. Patient reported she did not find an e2 error message (battery depleted) in the history. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.